Event description:
It was reported that the patient presented for a routine pump refill. The patient reported that the pump was alarming. The pump was interrogated and a "motor stall occurred. Stopped pump period may exceed tube set" message was noted. The nurse refilled the pump and reprogrammed. It was noted that the reservoir volume was 18ml greater than was expected (the expected reservoir volume was noted not reported). The pump was interrogated 30 minutes after refill and the motor stall alarm had recurred. The patient's pump was replaced. The patient recovered without sequela. The drug contained in the patient's pump was not reported.